Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs extensions from the same lot number. It was reported the patient complained she cannot feel stimulation from her scs system. A sjm representative met with the patient but was unable to resolve the issue with reprogramming of the patient's scs system. Follow-up identified the patient underwent surgical intervention and the physician replaced the patient's scs extensions. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.